Manufacturer narrative:
The device received with segmented display with vertical and horizontal colored lines due to vertical cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating, basic occlusion, occlusion, force sensor and displacement test due to pump segmented display with vertical and horizontal colored lines. During visual found moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display from insulin pump was black with white dots. The customer¿s blood glucose level was unknown. Customer stated that the display stays black and insulin pump was not bumped or dropped. The insulin pump will be returned for analysis.